Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.